Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
According to the reporter, during a procedure, the stapler cracked during the first stapling and remained stuck. It was out of order. A second stapler was used to complete the case.